Event description:
It was reported that the inflatable penile prosthesis (ipp) had fluid loss due to a tear in the right cylinder. The physician states that the patient is using his device at a high rate which led to this issue. The patient underwent a surgical procedure in which his ipp was explanted and replaced with a successful outcome. Patient is fully recovered.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had fluid loss due to a tear in the right cylinder. The physician states that the patient is using his device at a high rate which led to this issue. The patient underwent a surgical procedure in which his ipp was explanted and replaced with a successful outcome. Patient is fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the pump identified a leak in the pump strain relief kink resistant tubing (krt) (cylinder) junction attributed to fatigue and worn, and a hole was present. Visual examination of the cylinders identified that both cylinders had leaks attributed to wear at fold in the cylinder body and holes in the outer tube were present. Based on this observations, the reported allegations of hole/perforation and fluid leak were confirmed. Although the analysis also identified a leak in the reservoir krt, this damage was consistent with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the pump identified that there was a leak in the pump strain relief kink resistant tubing (krt) (cylinder) junction attributed to fatigue and worn, where holes were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; however no leaks were found in the layer. The krt was fatigue and worn to filament, with an exposed suture. Visual examination of the cylinders identified that both cylinders had leaks attributed to wear at fold in the cylinder body and holes in the outer tube were present. Visual examination of the reservoir identified a leak in the reservoir krt, consistent with sharp instrument damage. Due to this damage being consistent with explant it will be considered a secondary failure. The device was not functionally tested due to the leaks observed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.